Event description:
The ipp device was implanted, date not provided. On 9/30/97 the ipp device was removed from the pt and a malleable device implanted due to fluid loss-pt dissatisfied with the pumping mechanism.